Event description:
Customer reported that the patient implanted the material in the ICU of our hospital on (B)(6) 2023, transferred to the department of cardiology on (B)(6) 2023, maintained the pi tube normally, and found fluid leakage when flushing the tube on october 5, and found that the catheter interface was broken after being examined by members of the venous team. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.